Manufacturer narrative:
H3: analysis found that visually, there were traces of contamination found on the tube, from the proximal to the distal end of the tube (on the cuff, tube, flex circuit, and adapter). There were wrinkles/kinks found on the flex circuit when returned. There was also a 10ml syringe found inside the pouch. There was no damage noted (with unaided eye) in the construction of the tube. Functionally, a syringe was used to inject 20cc of air into the cuff and there was no leakage detected. For further analysis, a leak test was performed where inflated cuff was submerged under the water and still no leakage found. However, when inflation assembly was submerged under the water, the leakage appeared right at the proximal end of the inflation assembly/valve. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. Please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (emg tube (B)(6) nim trivantage 6.0mm ID - (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cuff appeared intact and the pilot valve did not appear to have any macro damage. There was no package damage. The cuff was checked prior to insertion and worked fine. Leak was not evident when trying to inflate the cuff to establish the airway during the intubation process. A 10ml syringe was used to inflate the cuff. Less than 10mls air was used to inflate. After a period of time the anaesthetist identified the cuff leak and swapped the tube with another nim flex tube and the procedure was completed. Post removal the leak was slow. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.